Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because patient had loss of capture on the lead. Physician tried to reposition the lead but had no luck with the threshold going down. No adverse patient events were reported. Should additional information become available, this file will be updated.